Event description:
A patient reported experiencing in accurate erratic results with a lifescan meter. The patient's blood glucose results were 130, 40 mg/dl. Tests were done with 10 minutes with a difference of 98 mg/dl. Patient did not experience any adverse events. No further information has been reported.